Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported the cause of the overdischarge and not being able to communicate with the ins was because the patient did not recharge their battery. A power-on-reset (por) was done on (B)(6) 2020 and the issue was resolved. It was also reported that the elective replacement indicator (eri) date was listed as (B)(6) 2008. It was reviewed that overdischarge/por clears the date and time from the ins and would need to reset. They were able to successfully reset the ins clock.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cannot charge the implantable neurostimulator (ins) on the left side. Patient confirmed she can charge the ins on the right side. During the call, patient obtained the patient programmer (pp) and was able to connect pp to the right ins which indicated off/ok (patient confirmed she does not currently need therapy, therefore the ins was off), but got poor communication with the left ins. During the call, patient was able to connect the recharger to the ins on the right, but when attempting telemetry on the left side, achieved poor communication. It was recommended for the patient to follow up with the health care provider (hcp) to assess the ins. Additional information was received by a manufacturing representative (rep). It was reported that the patient's left ins was potentially overdischarged. They were unable to communicate with the ins. The patient saw their managing physician and they were only able to communicate with the right ins. When the patient was seen in january, they had 75% charge on the left ins. The patient does not use their ins's all the time. The caller inquired a possible flip or movement of the ins due to the patient being overweight. The caller mentioned the ins felt "tight". Instructions were given to recover the ins. No further complications were reported/anticipated.